Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on screen. The customer stated that it is possibly dropped but is unsure. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer confirmed hospitalization was due to customer not using insulin pump and attempting to travel with no means of insulin delivery.